Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. It was reported that the surgeon did not use the probe, however, blood and tissue residue was observed in the ceramic and electrode. Visual wear marks indicative of use during surgery were observed on the ceramic, lumen and insulation. A simulation was performed using a crossfire console which overrides the expiration date for testing purposes and saline water and a piece of tissue paper. The unit passed the simulation test and was fully operational. Device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Since the failure reported was not confirmed, a specific root causes cannot be identified. However, probable root causes can be associated, but are not limited to: non conforming component, assembly process and/or misuse. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported by the company representative that the tip of the probe unit is loose. The surgeon noticed this and did not use it in the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the company representative that the tip of the probe unit is loose. The surgeon noticed this and did not use it in the case.